Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® aaa endoprosthesis (contralateral leg component, serial number unknown). Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. A serial number of a non-gore brand was provided, no valuable additional information has been provided. A review of the manufacturing records / sterilization records for the device could not be conducted because the serial/lot number remains unknown. The medical device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant scientist observations stated the following: segment 1 consisted of one trunk¿ipsilateral leg endoprosthesis. Segment 2 consisted of one contralateral leg endoprosthesis, and one unidentified fragment (segment 3) was contained and extending from segment 2. Segment 1 was reported to have measured approximately 135 mm in length, with the constraint sleeve still attached to the proximal and distal ends of the device. The abluminal surface was covered in minimal, scattered plaques of light red to brown biologic material. The lumen of the device appeared to be patent, however a saline-patency test was not noted to have been performed, therefore the patency of the segment could not be confirmed. Segment 2 and segment 3 were reported to have measured approximately 160 mm in length, and the two constraint sleeves appeared to still be attached to the proximal and distal ends of the device segments. The abluminal surfaces were covered in minimal, scattered plaques of light pink to dark brown biologic material. The lumens of the device segments appeared to be patent, however a saline-patency test was not noted to have been performed, therefore the patency of the devices could not be confirmed. Based on the explant scientist¿s review of the gepromed report, no additional analysis is requested. The presence nor type of infection can be characterized with histopathologic evaluation due to the insufficient fixation of the devices prior to arrival at gepromed. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Updated investigation findings code to c19 - no device problem found. Code c21 is no longer applicable. Updated investigation conclusions code to d15. Code d16 is no longer applicable.

Manufacturer narrative:
The medical device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant experts are evaluating the provided report. Requests were emailed to the third party investigator to acquire additional information regarding the device identification, device identification of the second segment, patient medical details, and event dates. The answer is pending. Review of the manufacturing and sterilization records is pending on the reply. Per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: infection (e.g., aneurysm, device or access sites). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore (thought a gepromed level 1 macroscopic analysis for explanted grafts 24-024) that a gore® excluder® conformable aaa endoprosthesis, as well as a medtronic endurant ii stent graft system was implanted on (B)(6) 2023, in order to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2024, after approximately 1 month, both devices were explanted due to an infection.